Event description:
On 05/05/1999, the international distributor informed the MFR via a faxed report of the following: the catheter cuffs are distorted and have rigid edges making the cuffs almost "triangular" in shape, not round. This causes the catheter to leak, resulting in pt problems (trauma)? An unused sample from the same lot was scheduled to be returned to the MFR for analysis. No further details were provided.